Event description:
The nurse was called by dr [redacted name] to help set-up continuous svo2 monitor in or-1. While she was in there and got that running, the continuous co/ci on the hemosphere was alarming "co fault filament error". She has seen this prior when the pa catheter wasn't in deep enough. Dr [redacted name] floated the swan to wedge position then pulled back and it was still alarming and wouldn't read co/ci. She pulled it back to rv position and refloated it again. Still not working, the nurse asked the tech to get the cable and module from the other cvor and she switched those out and changed module position on the monitor. None of that worked, so the nurse called the rep for the hemosphere, where she was told there was a known bad batch of lot numbers coming from the dominican, and we can expect this to happen with approximately 1 out of every 5 lot pa catheters. We should be getting a letter telling us about this bad batch and information on reimbursement. This patient will have to undergo 1 unnecessary procedure today due to malfunctioning equipment that we were not made aware of having a problem yet until she called. The cvor team (including surgeon, pas, anesthesia, ICU, ICU educator) were completely unaware that there was any type of recall/problem with this catheter that we use. Manufacturer response for catheter, flow directed, swan-ganz ccombo v (per site reporter) we were told by the manufacturer that there has been a bad batch of these that came out of the dominican republic, and that we should expect approximately 1 in every 5 of these devices to fail or not work properly. We were told they are coming out of numerous lot numbers and manufacturing dates, so there was no way to tell which ones will work or not until it is used on a patient.